Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), one (1) patient sample was contaminated with moraxella osloensis. No patient impact or treatment change was reported.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), one (1) patient sample was contaminated with moraxella osloensis. No patient impact or treatment change was reported.

Manufacturer narrative:
Investigation summary: customer reported a contamination issue while using bactec product. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Satisfactory results were obtained from retention samples when tested for microbial instrument detection. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Epicenter plots are less useful for determining root cause on false positives. Root cause undetermined. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.